Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of issues with the customer's sensor. The customer states they are receiving threshold suspend alarm and bad sensor alert. The customer's blood glucose level was 138mg/dl, and their sensor reading was 55mg/dl. The customer states the sensor was in demo mode. The customer states they turn the sensor off and were not able to turn it back on. Troubleshoot was conducted. The customer was assisted with turning sensor demo off and calibration.